Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient couldn't tolerate lens. Additional information has been received that lens was exchanged for company lens model after 2 months. The patient was not able to read due to edema after lens exchange.

Manufacturer narrative:
Additional information provided in b.5., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received that patient had corneal transplant on (B)(6) 2025, cornea was clear. Vision was not improved seen multiple specialist and they have not determined cause of decreased vision.

Manufacturer narrative:
Additional information provided in b.5., d6a., e.4. And h.3. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received that patient was scheduled for corneal transplant in eye due corneal issues.